Event description:
It was reported that when using the bd pyxis¿ medbank mini, the item did not populate for a second dose. After an item was issued to a patient, it no longer populated on the screen when attempting to issue an additional dose and affected the following items, fentanyl 100 mcg/2 ml vial, midazolam 10 mg/2 ml vial, and ketamine 200 mg/20 ml vial. The customer stated that they were unable to issue the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item was not populating on the screen when attempted to issue a second dose. A technical support specialist (tss) identified that the affected medications had the occurrences setting configured to 0, which prevented the items from populating for additional issues. For other patients, this setting had been configured to 999999, which allowed multiple issues, explaining why the problem had not occurred elsewhere. Further the customer confirmed that the issue was fixed. The system functioned as intended after the technical support specialist assessed the device.